Manufacturer narrative:
P-cap, reservoir locks properly into place. Unit received with a blank display anomaly due to cracked lcd glass. Unable to perform functional test including selftest, sleep current measurement, active current measurement and displacement test due to blank display. (B)(4).

Event description:
Information received by medtronic indicated that there was cracked on insulin pump screen. Customer stated the insulin pump had cosmetic damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.